Manufacturer narrative:
Correction: the incorrect manufacturer registration number (3011423170) in the MDR numbering was used. The correct manufacturer registration number corresponding to this device is 1313525. Additional information: h2, h6, h10. The component code and health effect impact codes were added as these fields were not required at the time of the previous report submission. The investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Laboratory analysis has been performed. Through optical inspection, laser confocal microscopy, scanning electron microscopy, and electron dispersive x-ray spectroscopy, it was determined that the opacification was due to the presence of round deposits on the anterior iol surface comprised primarily of calcium and phosphorous. These findings are consistent with historical akreos opacification lens returns. Additional deposits containing calcium and phosphorous were also observed on the posterior side of the lens. The opacification of the lens can best be described as due to calcification. Various mechanisms explaining the formation of mineral deposits have been suggested in literature. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. Based on the lab report findings and literature, the most probable root cause is known procedure complication. Three (3) major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs no similar events have been reported for this product lot to date. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Manufacturer narrative:
The iol was returned for evaluation. Visual inspection found the optic was torn in half and had a cloudy white appearance. A review of the device history record (DHR), did not find any anomalies or non-conformities related to the reported event. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that an intraocular lens was explanted and replaced with a different model and diopter lens 8 years and 4 months after implantation. Reportedly, there was calcification on the lens. Slit lamp images found deposits on the iol surface.